Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had urge frequency. They had to get up four to five times during the night. They would stand there for five minutes, but nothing would come out. It was unknown when this event occurred. It was indicated that the patient went to the healthcare provider three days prior to the report, and thought they might need to be reprogrammed. The patient mentioned that they messed around with the device, and may have changed the settings. They went up to "5 something ," and noted that it helped with the flow. During the call, the therapy was on and set at program 1, 5.5 v. They increased the amplitude to 7.1 v. The situation was not resolved. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.